Manufacturer narrative:
Device received for analysis but not yet performed. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found the functionality to be okay. Analysis determined there were no issues when pressing on the ins can, and the telemetry was acceptable. The ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1erj3, implanted: (B)(6) 2017, product type: lead. Lead was included in system report as the lead is part of the implanted system. There was no direct allegation of malfunction made against the lead.

Event description:
Information was received by a manufacturer representative (rep) from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The consumer reported that there was premature battery depletion and that the patient was not getting therapy, but was having pain down their left leg at a stimulation of 2.2. Impedances were checked and all were clear, battery longevity measured 23-42 months and 30-61% capacity. The patient was changed to program 3 at 1.3, but at this setting the patient did not feel stimulation. When stimulation was increased to 1.4 the patient "felt stabbing pain in vaginal area" and so the stimulation was decreased to 1.0 and pulse width adjusted to 180 at a rate of 11. Within a few minutes the patient would grimace and feel discomfort according to the rep. The ins was turned off and the patient's pain resolved. The patient planned to consider a lead revision because they were very happy with the trial results. At the time of this report no surgical intervention has taken place and no intervention is scheduled. The patient's pain was resolved at the time of this report, but patient status is unknown in terms of their lack of therapy. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported their device was explanted on (B)(6) 2017 and there was no revision. The cause of the premature depletion, lack of stimulation and therapy, pain and discomfort remain unknown. No further information was reported.